Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving a patient who was receiving baclofen [2000mcg/ml] via intrathecal drug delivery pump. The indication for use of the pump was intractable spasticity. It was reported that the physician found that the pump reservoir was still full and had not dispensed medication at the time of refill. A catheter access port (cap) dye rotor study was performed, but there was an inability to aspirate drug from the catheter. Surgery was performed to explore a possible catheter issue. It was found that the patient had been flipping the pump thousands of times, and the catheter was spooling up in the pocket. The anchor and catheter tip were abandoned in the patient's fascia; no catheter remained in the cerebrospinal fluid. It was indicated that the system was explanted on (B)(6) 2016 with no intention to re-implant. As of (B)(6) 2016, the issue had resolved, and there was no patient injury. No further drug information [type of baclofen in the pump, dose, frequency, lot number, therapy dates, concomitant drugs, and relevant medical history] was reported. Follow-up was requested to obtain additional information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician and indicated that cause of the pump not functioning was unknown; however, it was possibly because the catehter was found twisted many times over. The term "not functioning" in regards to the pain pump was clarified to mean that the pump was not having the desired effect - med not being delivered to the patient. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health professional (hcp) through a user facility indicating that the patient¿s pain pump was found to not be functioning and not controlling the patient¿s spasticity. The event date was indicated as (B)(6) 2016. The pump and catheter were removed in a surgical procedure on (B)(6) 2016. The catheter was found twisted many times over. Other relevant history and pre-existing medical conditions included past spinal cord injury, c5-c7, lumbar facet joint pain, cva, htn, intracranial hemorrhage. The outcome was indicated as required intervention to prevent permanent impairment/damage (devices).